Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during boluses. She kept receiving no delivery alarms after changing multiple sites. The alarm was caused by an infusion set and reservoir occlusion. Customer's blood glucose level was 411 mg/dl. The call was disconnected. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.